Event description:
It was reported that the devices were used during a hernia repair procedure. The devices malfunctioned. Opened another device to complete the case. There was no consequence to patient.